Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section procedure, the rem pad was placed on mother¿s right thigh and after the baby was born, the doctor placed the baby between the mom¿s legs to cut the cord and the baby was burned by the pad. It was a second degree burn on left flank and upper left thigh. Approx. 8x5cm on left flank and 4x3cm on left thigh. The baby was being treated with antibiotic ointment.